Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and left a message reporting blood glucose (bg) levels in the "400's." The patient did not provide any additional information with the message. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. Troubleshooting or review of the subject pump has not been completed at this time. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had developed elevated bg levels in the "400's" mg/dl. However, it is unknown at this time if the patient was alleging a pump malfunction in relation to the elevated bg levels. Also, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: a review of the black box history revealed that the prime history and alarm history for the reported event was found to be overwritten. The total daily dose history revealed that the pump was not in use between (B)(6) 2012; the reported event date occurred on (B)(6) 2013. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No errors or alarms occurred during testing. A review of the total daily dose history showed that the daily insulin delivery totals from were found to be within specification prior to the reported event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.